Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-9597-10 angled reamer sleeve batch number: 37622227 was received for investigation. Visual evaluation of the returned device noted deep nicks and striations to the inner diameter of the returned device on both the proximal and distal ends. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.

Event description:
On 11/05/2024, it was reported by a sales representative via sems-06704586 that an ar-9597-10 angled reamer sleeve and ar-9676 angled reamer drive shaft got stuck together and could not be pulled apart. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.